Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, approximately ten days post implant, they were experiencing tiredness and weakness and potential electromagnetic interference (emi). The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's symptoms were not linked to their ipg and no performance issue or emi was noted with the ipg. No patient complications have been reported as a result of this event.